Manufacturer narrative:
It was reported that an equipment boom electrical rotational brakes disengaged when a cauterizer device was being used during a procedure. There was patient involvement due to the issue occurring during a procedure but there was no impact to the patient and caused no surgical delay. There were no reported injuries or adverse consequences. The equipment boom was manufactured before 22apr2020 and has the older style MFR board and is a part of the MFR pfa ((B)(4)) scope. Although we couldn¿t confirm the root cause the issue is most likely due to the previous version of MFR capacitive board. The newer revision capacitive touch board was redesigned and released back in april 2020 to be less susceptible to emi from high frequency devices. The sfst installed our current released MFR board and confirmed that the boom was operational.

Event description:
It was reported that the eq boom is moving more than it should due to an issue with the brakes in or 4. There were no reported injuries.

Manufacturer narrative:
[Supplemental 001] field d4 serial number was updated to correct sn. Field g6 type of report was updated to 'follow-up 001.' Field h2 was updated to 'correction.'

Event description:
It was reported that the eq boom is moving more than it should due to an issue with the brakes in or 4. There were no reported injuries.